Manufacturer narrative:
Technical support found that there is no evidence that mac (multi-analyte control) is shifting down. Issue may be with qc stability. The probable cause of the event is unknown. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported on the aia-360 sn (B)(4), that qc values are shifting down over several days with new lot of ckmb. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.